Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported unexplained low blood glucose levels for the past month. The mother also reported that the customer was hospitalized last month due to high blood glucose levels. The mother did not know the exact date or blood glucose reading at the time of the event, but stated that the customer's blood glucose levels were approximately 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct, and the insulin pump had not been exposed to high magnetic fields. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.